Event description:
The customer reported the system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface board, back plane, and wire harness, but the problem still existed. No conclusion can be drawn as repair info is unavailable.